Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw inserter stripped while installing a pedicle screw into bone during surgery. An alternative inserter was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: (results and conclusions) - without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw inserter stripped while installing a pedicle screw into bone during surgery. An alternative inserter was used to complete the procedure without reported patient impacts.